Manufacturer narrative:
Additional information: section b describe event or problem, section d medical device brand name, medical device catalog, unique identifier (UDI), medical device serial, medical device model, concomitant med prod data and section h device manufacture date & imdrf annex codes upon investigation of the actual device of this incident, it was determined that the patients with discharge cancellations. A technical support specialist (tss) confirmed the patient was admitted and discharged on (B)(6) . When the discharge cancellation was received on (B)(6) , the patient had already been purged, so the cancel discharge did not process due to no active admission. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server user indicated that patients who discharged were canceled via the active directory a13 message did not appear on the medstation. Although these patients were visible on the es application, they do not show up on the medstation until an active directory a02 patient update message was sent.however, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user indicated that patients who discharged were canceled via the active directory a13 message did not appear on the medstation. Although these patients were visible on the es application, they do not show up on the medstation until an active directory a02 patient update message was sent. However, there were no delays or adverse events or injuries reported based on this event.